Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported the sensation to urinate is better than it was prior to implant, but now they cannot urinate. They want to turn stimulation down as they were just implanted this morning. They are waiting for a call back from the doctor's office. The amplitude on program 3 was changed from 0.9 to 0.7 volts. No further complications were reported.